Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The tissue pad of the subject device was severely worn. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe did not have a contact mark. The grasping section did not have a contact mark. The tissue pad of the subject device was worn, but not severely worn. As a result of evaluation, omsc concluded that the reported event was not reportable event.